Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having a lot of problems with the implant because they were so thin. The ins had been moving around in their body since it had been implanted. The patient had to grab the ins with their fingers and hold it in place to charge. The patient could not get the ins to charge because it moved around. It was painful to charge the implant because they had to put pressure on the ins and the ins took a long time to charge. The patient does not get full charge. Since having the therapy on is painful, the patient had to turn the therapy off. They had vibrations and buzzing on their legs 24/7 and the feeling of a "thousand bugs crawling" on their body when therapy was on. The vibration, buzzing and "bugs crawling" had been since post-operation. Their legs got swollen, hurt, and they had to turn the implant off because it made their legs worse. The patient was having spasms and pain behind the ins and on the right side since (B)(6) 2016. This occurred daily. The patient took neurontin for nerve damage since 2000 but was weaning themselves off of medication. They took norco for pain and was not sure if the therapy helped. The patient had medication for anxiety because they had severe anxiety and they had to increase anxiety. They had irritable bowel syndrome and acid reflux since 20 years ago. They had a disc replacement, ankle and shoulder problems, and had anchors in their ankles. The patient needed to meet with a manufacturer representative to reset/adjust their settings because it was too high. They had problems with their left knee and had to put a pillow between their legs when sleeping. They could not walk far or sit in a car for long. They had gained 10 pounds but then lost the 10 pounds. The health care professional (hcp) thought they were a good candidate for the therapy because they could not locate the patient's nerve damage. The patient did not know the implant had to be charged. The patient stated that the belt was no use and should be redesigned. The patient had a new hcp appointment for (B)(6) 2016 and a manufacturer representative was pre sent. The manufacturer representative reported that the hcp had not seemed concerned about the battery moving. The hcp told the patient that they were thin and the battery had to be a certain depth below the skin to communicate with the programmer and be charged. The battery was oriented properly. The patient was reprogrammed to address the stimulation concerns and the patient stated that it was better. The patient was re-educated on the use of the charger and was able to get 8 bars to charge the battery. The battery was half full when the patient arrived at the hcp office. The patient did not complain about the spasms or pain being an issue at the appointment. The patient did not say that they were feeling buzzing and vibrating after the reprogramming. No further actions were planned to be done at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had poor coupling and that recharging was taking too long. The patient noted that last time they tried to charge they only got up to 50% and then gave up because where it was sitting was very painful. The charge only lasted a couple of days and then the implant died. The patient was also frustrated that they had to press and hold the antenna in place to get 8 bars instead of 6. The patient did not have the insr with them at the time to troubleshoot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.